Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was a return of pain in the cervical spine and lumbar. The symptoms were reported to have returned and worsened. The implantable neurostimulator was implanted as a last resort and after it was implanted, the health care provider tried to perform one more surgery. The patient's pain was cured from 2000 until 2016. The lumbar pain was only on the right side at implant, but since the pain has returned, the lumbar pain is now bi-lateral. The cervical spine issues developed after the implantable neurostimulator was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.